Event description:
It was reported that the pt had her vns device replaced in early 2009, due to a lead discontinuity. Per the report, the old lead was left in the pt, and a new one was implanted. Therefore, the lead cannot be returned for analysis. Attempts for further info have been successful to date.

Manufacturer narrative:
Manufacturer report number, corrected data: it was found that the events reported on this initial MDR (1644487-2009-00566) were a continuation of events previously reported in MFR # 1644487-2008-01410. As such, the initial report in MFR # 1644487-2009-00566 should have been submitted as a supplemental MDR for MFR # 1644487-2008-01410.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date manufacturer became aware, corrected data: the supplemental #1 MDR inadvertently did not include the aware date in this field. The manufacturer became aware of the supplemental information on september 25, 2013 and the MDR was submitted on october 25, 2013 (within 30 days of the aware date). The aware date listed on this MDR is the date the manufacturer became aware of the missing aware date and need for correction.